Event description:
PICC team rn reports while preparing to place PICC lines her team found 2 lines, both single lumen power piccs, to be defective. Both lines had two flattened areas along the length of the line. Both were from the same lot number. These lines were not used on patients and manufacturer's rep will be replacing all lines in our possession from this lot number. These issues were found prior to use so no patient involvement.manufacturer response (as per reporter) for power injectable single lumen PICC line, bardproduct rep came to facility and removed all product from this specific lot number.

Event description:
PICC team rn reports while preparing to place PICC lines her team found 2 lines, both single lumen power piccs, to be defective. Both lines had two flattened areas along the length of the line. Both were from the same lot number. These lines were not used on patients and manufacturer's rep will be replacing all lines in our possession from this lot number. These issues were found prior to use so no patient involvement.manufacturer response (as per reporter) for power injectable single lumen PICC line, bardproduct rep came to facility and removed all product from this specific lot number.